Manufacturer narrative:
Visual inspection of the ICD noted no damage to the header as suspected; however, two arc marks were identified on the device case, just below the header. Associated with the arc marks were scratches and discoloration. Interrogation of the device noted several charge time exceeded faults that occurred on (B)(6) 2012. The battery status was at end of life (eol). Engineers were successful at programming the device out of eol and pacing function was confirmed at a monitoring voltage observed of 3.10 volts.an x-ray of the device found the internal high voltage fuse was damaged. The damage to the fuse most likely occurred during delivery of shocks through the shorted lead that resulted in damage to the internal fuse. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. It is suspected that the associated right ventricular lead sustained cutting damage during the implant procedure. Since the damage was in the area of the pocket, energy from the lead shorted to the device can during attempts to provide shock therapy. The shorted energy damaged the internal high voltage fuse rendering the device incapable of delivering further shock therapy.

Event description:
Boston scientific received information that the patient with this device passed away one week ago; however, at the time of death, the product had been implanted for approximately five weeks. The explanted device is intended to be returned for a complete post market assessment and it's been reported that during the explant procedure, the header was likely damaged. At the post mortem collection, the field representative stated the device was in safety mode, with a battery indicator of empty. The cause of death has been reported as cardiogenic shock.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.